Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had been able to charge but it continued to be challenging. They stopped using the belt, because it made it hard to reposition the recharger. The patient lines up the charger with the incision and goes to the 1pm position. This makes charging easier, but the charge session still gets disrupted and goes back to searching sometimes. The patient denied the por message. The patient said that they call a manufacturer representative on (B)(6) 2021 and the rep told the patient they would contact the physician and call the patient back. However, the rep hadn't called back. When the patient spoke with their physician they were told that the doctor could make a new pocket and move the ins up higher, but the patient declines that. The issue had not been resolved. The patient said they do not know their weight at the time and mentioned that they have had fluctuations to their weight due to change of narcolepsy medication.

Event description:
Patient called back, said issue still not resolved. Patient has gone to hcp office twice performed recharging sessions and patient said that they had issues as well however were able to resolve. Patient's last appointment was 10 days ago. Patient said they had an appointment to see the actual hcp on (B)(6). When asked, patient thinks that new implant was placed on the same side as previous implant. Patient said was given direction by the healthcare at hcp office to position like face of clock. Patient reported continued issues as home, just now trying to recharge and not able. Patient services connected with communicator and received por that battery level is too low and therapy has turned off. Patient services suggested that patient recharge more frequently than every two weeks. Patient said is going to go call hcp office and try to get an appointment with hcp tomorrow to recharge implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The pt reported that they were just not able to recharge. They stated that it shows what they believe is excellent connection and then it almost immediately goes to find device right without moving. They went to the doctor's office and they even had trouble. They clarified that the mdit rep was at the doctor's office and the patient stated that they had trouble getting it to charge as well, but they did finally get it working. The pt states now it was saying recharger is inactive and yet it's fully charged. The pt initiated a charging session on the call and states they were seeing service code 4100. Patient services had to put the pt on hold and when they came back, the pt confirmed on the call the recharger battery icon was fully charged and was in the dock. Patient services reviewed positioning of recharger over implant, and was describing "charging my battery screen" but it wasn't even near the implant. Patient services believed the pt was referring to open loop but was unclear at the time. The pt quickly stated that it was now "charging excellent recharge quality" when positioning recharger over the implant. The pt states it then went to searching for device immediately. Pt services had the pt do a hard reset on recharger and states they are seeing code 3167. The pt continued on with this screen by tapping on ok and stated it was continually showing searching for device. They can never feel the implant but can feel their scar. Patient services recommended sitting down and leaning forward and patient states they prefer not to use the belt. The pt also tried repositioning recharger to 12, 6, 3 and 9 o'clock from their scar. The pt then reported seeing error code 1707 on the call and stated this had come up more than once. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient services redirected the caller to their healthcare professional (hcp). The patient also mentioned that they were noticing a tingling sensation over the skin when they go to charge their implant. They noticed this maybe 2 weeks after surgery. They normally charge over a thin piece of material, but were having issues keeping a recharging session active so they tried directly over the skin. Patient services recommended that the pt continue using a thin piece of material over the back of the recharger to eliminate this sensation. The pt also mentioned they do not use a belt while recharging. Troubleshooting was unable to be performed. The patient was redirected to their healthcare provider to further address the issue.